Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited low out of range impedance; however, the impedance seen on the remote check was stable and in-range. Patient was asymptomatic. Additional information was not available.